Event description:
Revised for loosening.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Recommended asr revision - left hip.

Manufacturer narrative:
Although the specific nature of the pt's complaint is unk, because revision has been recommended by depuy's third-party claims administrator, it is reasonable to conclude that the pt's complaint has been determined to be product-related. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - recommended asr revision - left hip. Update from (B)(6) spreadsheet dated 8 november 2011- added revision date, surgeon, hospital and product. This patient is bi-lateral. Please see (B)(4) for left hip revision. Update - querying implant date as it is before manufacturing dates. Added type of replacement, revision date, reason for revision, added products x 3 and corrected bi-lateral comment. Taken from claimsuite dated 9th october 2014. Reason(s) for revision: pain. Xl. This patient is bi-lateral. Please see (B)(4) for right hip revision. Update - added correct implant date - see email dated 17th october 2014.